Event description:
Customer reported erroneous normal differential test results without instrument generated flags were obtained on (B)(6) 2008 when using a coulter lh 780 hematology analyzer. The erroneous differential test results were identified when compared to a manual differential with 12.5% blast cells. No erroneous test results were reported out of the lab. No reports of death or serious injury, and no effect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was performing within qc specs. Controls were run before and after this event. Flagging preferences set to 2222 (mid level for all flags). Service was not dispatched to evaluate instrument performance. Raw data was evaluated. The analysis determined that the neutrophil population overlapped with a lymphocyte population on the data plot. The software algorithm detected the sample as blast at a high sensitivity level. Because the instrument flagging preferences were set to mid level for all flags, instrument generated flags were not demonstrated. Root cause is unk. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.